Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e1 (initial reporter name, email).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the batteries of cardiosave intra-aortic balloon pump (iabp) were not charging. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched and upon inspection found the unit to be partially outside of the cart cage. The fse reengaged the unit with the car cage ensuring it was properly secured. The fse performed a full calibration, functional and safety testing according to factory specifications and is now ready to be returned to customer and is cleared for use.